Event description:
Livanova deutschland received a report that a 3t heater cooler device displayed an alarm indicating pump 1 is blocked (error e07) during maintenance. There was no patient involvement.

Manufacturer narrative:
G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the 3t heater cooler. The incident occurred in germany. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.